Event description:
Routine complaint investigation when a consumer reported inability to calibrate meter to new strip lot. The calibration values, when plotted on a clarke error grid, fell into the "d" zone showing the difference in values would have been clinically significant had the consumer performed a blood glucose test. There has been no report of death, serious injury or mistreatment associated with this event.